Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), no capture or intermittent capture at high outputs were observed in multiple deployments. The leadless ipg was not used and was replaced. No patient complications have been reported as a result of this event.